Manufacturer narrative:
The memory download has been received for review. This report will be updated upon completion of this review.

Event description:
Boston scientific received information that this pacemaker displayed loss of capture in the ventricle for eight to twelve beats. The device was in retry and the time for an unknown reason, but the patient did have an endoscopic surgery recently. When the loss of capture occurred the patient went into ventricular fibrillation (vf) and had to be externally defibrillated. Following this even the field representative tested the thresholds and they were 1v/0.5ms. The field representative could not reproduce the loss of capture with testing. The daily measurements were checked and found to be within normal limits. The physician does note that the patient was on ketamine, propophol and verset and is wondering if that contributed to the loss of capture. Boston scientific technical services (ts) discussed that the medications are relaxers so they may have contributed to the loss of capture; or another contributing factor may be the right ventricular (rv) lead position. Boston scientific technical services recommended sending in a copy of a device memory download for review to determine the origin of the hard reset. The memory download has since been received and is being reviewed. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) reviewed the device memory and found that the device has no resets and no memory errors. The last auto threshold test was unsuccessful because the threshold was greater than 3.0v. This is what caused the device to be in retry at 5.0v. The device was recently reprogrammed to vvir at 2.0v. It was suggested to reinterrogate the device to get the most accurate representation of longevity since programming changes were made. All devices remain implanted at this time.